Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jowl area with 2 syringes of skinvive¿ by juvéderm® xc. That night, the patient experienced an ¿allergic reaction including shortness of breath, throat closing, tightness in chest, redness, swelling and bruising¿ in the jowl area. The next day, the patient was prescribed a medrol dosepak, and the patient independently took benadryl. Event was ongoing.